Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with a neurostimulator. It was reported that on the day of the report the patient experienced stimulation felt in their fingers. The patient was advised to decrease the stimulation if it was felt in their fingers again. The patient was reported to be alive with no injury at the time of the report. Additional information was received on 2017-jan-14. It was reported that stimulation was still being felt in the patient's fingers. The program was changed from 1 to 2 where the patient was then feeling the stimulation in their vaginal area.